Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('plaintiff claiming migration ? Yes') in a 24-year-old female patient who had essure (batch no. Left: a57120 right: a57120) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest x-ray normal on (B)(6) 2013, parity 2, pregnancy test negative, chest pain and shortness of breath. Previously administered products included for an unreported indication: dmpa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Post-essure"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, device dislocation, menorrhagia, rash and skin disorder to be related to essure. The reporter commented: insertion date reported as (B)(6) 2013 (per ppf). Right - 04; left ¿ 10. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tube occlusion by the essure devices. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): report not provided. Most recent follow-up information incorporated above includes: on 14-dec-2020: mr received: reporter, lot number, medical history, historical drug, lab test and rcc added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('plaintiff claiming migration ? Yes') in a 24-year-old female patient who had essure (batch no. A57120) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest x-ray normal on (B)(6) 2013, parity 2, pregnancy test negative, chest pain and shortness of breath. Previously administered products included for an unreported indication: dmpa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Post-essure"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, device dislocation, menorrhagia, rash and skin disorder to be related to essure. The reporter commented: insertion date reported as (B)(6) 2013 (per ppf). Right - 04; left ¿ 10. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tube occlusion by the essure devices. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): report not provided.. Lot number: a57120 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('plaintiff claiming migration ? Yes') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Post-essure"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, allergy to metals and rash outcome was unknown. The reporter considered allergy to metals, device dislocation, menorrhagia, rash and skin disorder to be related to essure. The reporter commented: insertion date reported as (B)(6) 2013 (per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified): report not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date updated. Events migration, nickel allergy, rash, skin condition, and menorrhagia (heavy menstrual bleeding) added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.